Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose level is high in range of 500-600 mg/dl. Customer stated that, he has dropped his pump in the past couple of days and pump has been damaged. Customer reports the drive support cap appears normal. The self-test was completed. The results of the displacement test was no reservoir. Completed the functional testing, and the pump passed. Troubleshooting was done for unexpected restart alarm and receiving another restart alarm after a battery change. Customer stated that, a temp basal was not programmed before the restart alarm occurred. Customer states the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Customer does not have an additional new battery (per IFU guidelines) available. Completed troubleshoot and advised the pump needs to be replaced. During the troubleshoot we found the pump has been getting multiple restart alarms and external ram crc error alarms. The customer stated that, every time he changes his battery he has to program the time and date and he gets restart alarms and external ram crc error alarms. Customer stated that his blood glucose this morning were 200 mg/dl and something customer reports they do not have a back-up plan available. Customer reports they have contacted their healthcare professional regarding the high blood glucose.